Event description:
The explanted lead was returned and product analysis was completed on 06/24/2016. A portion of the lead assembly, including the electrodes, was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Abraded openings were observed on the outer silicone tubing of the returned portion of the lead. The end of the connector boot had inner silicone tubing and quadfilar coils pulled and looped through. What appeared to be dried remnants of dried body tissue was observed wrapped around the outer silicone tubing. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed with no discontinuities identified.

Event description:
It was reported that a patient underwent full replacement surgery on (B)(6) 2016 due to high impedance (>=10,000 ohms). It was reported after replacement surgery on (B)(6) 2016 that the lead was "clearly damaged". No additional relevant information has been received to date.

Event description:
Product analysis was completed on the explanted generator. An end of service warning message was verified in the product analysis (pa) lab and found to be associated with the output being disabled by the pulse generator, due to increased impedance. The device was able to be interrogated during product analysis, but system diagnostics, programming, and a final electrical test could not be performed. The combination of the high impedance value and output current settings required a voltage boost higher that the maximum voltage capacity for the device, indicating that the low battery, inability to program, is an expected event due to a high impedance value and the generator remaining programmed on. Other than the end-of-service condition, there were no additional performance issues identified with the pulse generator. A review of the available data from the programming generator was performed by the manufacturer. Per review of the data, high impedance was identified to have occurred in (B)(6) 2014.